Event description:
It was reported that a routine subcutaneous implantable defibrillator (s-ICD) device replacement procedure, the new device was connected to the existing in situ electrode and the sutures were closed. However, when the physician attempted a defibrillation threshold test (dft), the induced ventricular fibrillation was unsuccessfully terminated with the delivered 20 joule shock. The measured shock impedance was low and out-of-range at 3 ohms. Additionally, a popping noise was heard during the shock delivery. The physician re-opened the pocket where externalized insulation damage was observed from the electrode. It was hypothesized the damage had occurred due to friction against the device. The entire s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no telemetry was observed and a visual inspection of the device noted an arc mark on the titanium case. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Further detailed imaging revealed damage to the high voltage cap flex circuit. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation electrode. This damage resulted in the clinical observations of low shock impedance and the inability to convert the induced arrhythmia.

Event description:
It was reported that a routine subcutaneous implantable defibrillator (s-ICD) device replacement procedure, the new device was connected to the existing in situ electrode and the sutures were closed. However, when the physician attempted a defibrillation threshold test (dft), the induced ventricular fibrillation was unsuccessfully terminated with the delivered 20 joule shock. The measured shock impedance was low and out-of-range at 3 ohms. Additionally, a popping noise was heard during the shock delivery. The physician re-opened the pocket where externalized insulation damage was observed from the electrode. It was hypothesized the damage had occurred due to friction against the device. The entire s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products were received for analysis.